Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pace impedances. The impedances were greater than 2000 ohms. At this time, the ra lead was surgically abandoned and the existing pacemaker was explanted. Both products were successfully replaced. The lead was not tested via a pacing system analyzer and no damage was seen on the lead. No additional adverse patient effects were reported.